Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea and female sexual dysfunction had resolved and the genital haemorrhage, menorrhagia, rash, skin disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, rash and skin disorder to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, allergy, other injuries/symptoms.? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events. New events added: pelvic pain, abdominal, back pain, dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, rash, skin condition, fatigue,gi conditions, hair loss, hormonal changes, nausea. Event outcome were added. Reporter information were updated, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abdominal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included perimenopause, fibrocystic breast disease, elevated liver enzymes and hematuria. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("allergic or hypersensitivity reaction type: rash on inner thighs"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hypothyroidism ("hormonal changes describe-hypothyroidism"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). In (B)(6) 2017, the patient experienced coeliac disease ("gi conditions/ gastrointestinal or digestive system condition- type:celiac disease"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and skin disorder ("skin condition"). The patient was treated with surgery (abaltion and hysterectomy (full), salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, rash, fatigue, coeliac disease, alopecia, nausea and vaginal haemorrhage had resolved and the genital haemorrhage, skin disorder, hormone level abnormal and hypothyroidism outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, nausea, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, allergy, other injuries/symptoms.? Yes diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: pelvic pain- crampy ovulation type pain now and then pain during the intercourse- no period due to endometrial ablation. Endometrial ablation 2013-- novasure essure 2005--cramps ever since. In place by u/s. Ocp before that. Bmi19.9 kg/m2. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on an unknown date: 6.2 cm in length elongated silver metallic coil. On cut surface a 1.7 cm in length silver metallic coil is noted at the uterine attachment the left silver metallic coil extends into. A single well-circumscribed white whorled nodule is also identified on cut surface measuring 1.5 cm in greatest dimension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. The event 'celiac disease' was clubbed with previously reported event gastrointestinal disease. Event onset date was updated. Event genital bleeding was downgraded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abdominal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included perimenopause, fibrocystic breast disease, elevated liver enzymes and hematuria. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("allergic or hypersensitivity reaction type: rash on inner thighs"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). In (B)(6) 2017, the patient experienced gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition- type:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), skin disorder ("skin condition") and hypothyroidism ("hormonal changes describe-hypothyroidism"). The patient was treated with surgery (abaltion and hysterectomy (full), salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, rash, fatigue, gastrointestinal disorder, alopecia, nausea and vaginal haemorrhage had resolved and the genital haemorrhage, skin disorder, hormone level abnormal and hypothyroidism outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, nausea, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, allergy, other injuries/symptoms.? Yes . Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: pelvic pain- crampy ovulation type pain now and then pain during the intercourse- no period due to endometrial ablation. Endometrial ablation 2013-- novasure essure 2005--cramps ever since. In place by u/s. Ocp before that. Bmi19.9 kg/m2. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on (B)(6) 2018: 6.2 cm in length elongated silver metallic coil. On cut surface a 1.7 cm in length silver metallic coil is noted at the uterine attachment the left silver metallic coil extends into. A single well-circumscribed white whorled nodule is also identified on cut surface measuring 1.5 cm in greatest dimension.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abdominal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included perimenopause, fibrocystic breast disease, elevated liver enzymes and hematuria. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("allergic or hypersensitivity reaction type: rash on inner thighs"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). In (B)(6) 2017, the patient experienced gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition- type:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), skin disorder ("skin condition") and hypothyroidism ("hormonal changes describe-hypothyroidism"). The patient was treated with surgery (abaltion and hysterectomy (full), salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, rash, fatigue, gastrointestinal disorder, alopecia, nausea and vaginal haemorrhage had resolved and the genital haemorrhage, skin disorder, hormone level abnormal and hypothyroidism outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, nausea, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, allergy, other injuries/symptoms.? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: pelvic pain- crampy ovulation type pain now and then pain during the intercourse- no period due to endometrial ablation. Endometrial ablation 2013-- novasure essure 2005--cramps ever since. In place by u/s. Ocp before that. Bmi19.9 kg/m2. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on (B)(6) 2018: 6.2 cm in length elongated silver metallic coil. On cut surface a 1.7 cm in length silver metallic coil is noted at the uterine attachment the left silver metallic coil extends into. A single well-circumscribed white whorled nodule is also identified on cut surface measuring 1.5 cm in greatest dimension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received: lot number and events onset date were added. New events vaginal bleeding and hypothyroidism were added. Reporters, lab data, medical history and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.